Event description:
Prepared product (arsenic) was sitting in a bin and the tech noticed it was wet. The tubing came apart into two pieces at the junction with white piece and leaked in the bin. Did not reach the patient.